Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
(B)(6) complaint (recovering from knee replacement surgery - stryker) patient states she can barely walk. The pain was still excruciating and the swelling is horrendous.